Event description:
A trilogy 202 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's obm pca was replaced to address the issue.